Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The power switch also got stuck when pressed, the scope connector socket was worn out, there was a scratch on the top cover (which is considered normal wear and tear), and the lamp being used was not an olympus product and was found to have been used for over 500 hours. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii xenon light source, the display only worked intermittently and there was a b30 code error. The issue was found at preparation for use for a diagnostic procedure, and there was no patient harm associated with the event. The device was returned and evaluated, and the power switch was found to get stuck when pressed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was due to abnormal communication with the scope due to poor scope connector sockets. The root cause of the poor scope connector sockets was unable to be identified. Additionally, it¿s likely the power switch was stuck due to repeated use. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.